Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and found the back of the transport cover to be damaged. Upon further inspection, the cover was bent in, causing a kink in the white pressure hose that connects to the reservoir. The fse powered on the iabp unit in clinical mode and the iabp unit was working correctly with no issues. The fse performed a helium leak test and the iabp unit was not leaking. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was damaged during transport and had a helium leak. No patient was involved and no adverse event was reported.